Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a nurse reported that the patient had some neurological issues, including essential tremor in the hands and walking issues, for which she used a cane. The patient had the symptoms at the time of implant, but they had progressed and gotten worse over time. The patient had never gotten toe flexion due to her neurologic issues. The nurse wondered if the neurological issues were somehow affecting how the therapy was working for the patient. Impedance measurements were taken at default values, were normal, but were all repeating values. For the past several months the patient had been having break-through leaking. The patient also had night leakage; she always had this, and had been diagnosed with restrictive retention with leaking, but it had been somewhat controlled. Now the patient was soaked through the night, when before she was able to make it to the bathroom. Onset of symptoms was gradual. The nurse met with the patient on (B)(6) 2015. Therapy had been in use and programs 1 and 2 provided the best therapy in the past, but were not working as well as before. Programs 3 and 4 were not providing benefit to the patient. They tried reprogramming the lead using programming from 1 and 2 but adding a third electrode, but then the patient wasn't feeling stimulation up to 8.5 volts. They went back to programs 1 and 2 and then the patient couldn't feel stimulation either at 8.5 volts. They decided to turn stimulation off for one week and then turn it back on to see if the nerve had just accommodated to the stimulation. There were not any recent medical tests, electromagnetic interference environmental exposure issues, traumas, or falls that could be related to the issue. The patient was scheduled to come into the office on (B)(6) 2015 but the nurse didn't want to waste their time if they didn't have better answers. The nurse was considering asking the patient to come in on a later date so she could spend more time troubleshooting with the patient.

Event description:
It was reported that compatibility guidelines were requested for the following: dental drills and ultrasonic probes. The patient expressed concern because they were at the dentist yesterday and forgot to turn the ins off for and "extensive procedure." "Can that damage the device?" The patient had not noticed an increase in symptoms overnight. However, after sitting in the dentist chair for 2.50 hours, the patient was "incontinent" when they stood up (patient indicated this had happened on previous occasion when they stand up). The patient will monitor their symptoms and call back if there is a change. The patient did not think the dentist called tech services. The patient was experiencing a loss of therapeutic effect with loss of bladder control. Regarding when did the event or symptoms occur, it was noted: when the patient stood up after sitting for 2.50 hours on (B)(6) 2015. The patient also mentioned they see (B)(6) at doctor's office today for reprogramming (it had been 6 months since last reprogramming). The patient stated they are reprogrammed every 6 months due to gradual increased leakage on all 4 programs. The patient indicated reprogramming every 6 months has occurred for "at least the past 2 years," and maybe since implant in 2011. If the patient increases the stim to where it is effective, then they are shocked. The patient stated they drink 10 glasses of water a day due to dry mouth from a medication and "that is where a lot of leakage comes from." The patient did mention that one program worked for 1.5 years, "then it gave out on me." The patient planned to have (B)(6) check the system today. Event 1 - incontinent - yesterday, (B)(6) 2015. Event 2 - gradual increase in leakage every 6 months for the past 2 years, maybe since implant. The patient was unsure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015. The patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2015.

Event description:
Additional information received from the patient reported that she had several falls and the doctor felt that was the reason the lead had broken. There was also a return of symptoms, which had come back gradually. The patient had to wear a diaper. The patient was going to follow up with the doctor. The doctor told her she could have the therapy either replaced or removed. The doctor would not remove the therapy unless a doctor ordered an MRI or any type of testing that would require the therapy to be removed in order to have the testing. It was noted that the change in therapy/symptoms was considered gradual. The patient had gone in for reprogramming and was not able to get any reprogramming. The doctor had the patient do an x-ray in (B)(6) 2016 and the doctor told her it looked like the lead was broken due to the amount of falls that she had been having. The patient tended to fall a lot due to being dizzy. She had been failing more the last few years. The patient also wondered if she could use a transcutaneous electrical nerve stimulation (tens) unit for her neck and shoulders. The pain in the neck and shoulders were due to fibromyalgia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received two months later from the consumer reported that the patient had experienced a loss of relief from the device since approximately 1.5 years prior ((B)(6) 2014), but especially in the previous year. The patient had had 23 adjustments in the previous two months. The patient stated they were ¿miserable¿ with leakage. The patient could feel stimulation; it could be felt as a shocking sensation if it was up too high, but otherwise they did not get urinary relief. The week prior to the report the patient indicated that after two days of being on one program they felt shocking all of a sudden and they had to turn the stimulation down. It was noted that stimulation was sometimes felt in their toes. The patient stated that they had been given three new programs at a health care provider (hcp) appointment two days prior. The patient had over active bladder (oab) and urinary retention issues and stated they got urinary retention when the stimulation was turned off. It was reported that they were not scheduled to see the hcp again until december but they were thinking they might need to see them sooner because they had already ¿exhausted¿ two of the three programs given to them two days prior. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v422341, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).